Manufacturer narrative:
(B)(4). Batch # r58y04. Device analysis: the analysis results showed that one ecr60b reload was received partially fired 2/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number r58y04, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes, a malformation of staples occurred due to the slippage. How was the bleeding controlled? The affected area is the source of the bleeding, so the doctor went laterally beyond that area and resected it again where the healthy tissue is. How much blood was lost (ml)? The blood loss is about one hundred ml. Did the patient require a transfusion? No blood transfusion needed for the patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) : no consequences happened to the patient and he is in a wellbeing condition. How were the tissue tears repaired? As the surgeon resected laterally the slipped tissue again with another cartridge, all of the teared and affected tissue were resected and removed out of the patient's body.

Event description:
It was reported that during a sleeve gastrectomy, the cartridge was opened and reloaded to the powered plus stapler, the surgeon grabbed the stomach, waited for 15 seconds, initiated the firing process, the first third of the reload were fired then the stomach slipped from the stapler causing mucous tears and bleeding, the surgeon stopped the firing, reversed the process and opened the jaws, another reload installed and he re cut and stapled the defect that occurred from the defected reload. The slippage caused a mucosal tears with bleeding and a possibly opened the stomach.